Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device half height drawer failed which caused the station to shut down. The field service engineer (fse) found that the main half height drawers 3.1 and 3.2 were not powering on. The fse determined that drawer control printed circuit board assemblies (pcbas) were nonfunctional. The fse replaced the pyxis module controller (pmc) and both drawer control pcbas, reassigned the drawer positions, and tested the drawers in the hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es half height drawer was failing and causing the station to shut down. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.